Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. The device met relevant specifications. The product was intended to be used for treatment purposes. The product was not related to the reported failure. Visual evaluation of the returned sample noted one opened (with original packaging), dignishield device. Visual inspection of the sample noted no obvious visible defects. The drainage, irrigation, and inflation lumens and ports was flushed with methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) with no leakage or other issues noted. This is within specification per inspection procedure which states, "leak test with methylene blue in piston valve with catheter bond, pour 200 ml of methylene blue in catheter on the ts-zone end, leave catheter vertically for 5 minutes then check for leaks, reject if leakage exists." A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: "the bard® dignishield® stool management system (sms) with odor barrier properties is intended for fecal management by diverting and collecting liquid or semi-liquid stool to minimize skin contact in bedridden patients and to provide access for the administration of medications. Adult use only. Device description: the bard® dignishield® sms device consists of a catheter tube assembly, a collection bag (figure 1), a 60 ml syringe, a syringe of lubricating jelly and a biological odor eliminator. The device has no components made of natural rubber latex. Figure 1 ¿ catheter tube assembly and collection bag position indicator line contents: ¿ catheter tube assembly (figure 1 includes collection bag) ¿ collection bag ¿ 60 ml syringe ¿ lubricating jelly syringe (10 ml) ¿ instructions for use ¿ 1 bottle (1 oz) of medi-aire® biological odor eliminator ¿ tube clamp the bard® dignishield® sms catheter tube assembly consists of a catheter body and collection bag assembly that is primarily constructed of a proprietary copolymer material called permalene¿, bonded to a low-pressure retention cuff and trans-sphincteric zone (tsz) primarily constructed of silicone material. The permalene¿ catheter and collection bag material is designed to minimize permeation of gas and water vapor. The low-pressure retention cuff is designed to retain the device in the rectum. The tube opening at the cuff is funnel-shaped to aid in diverting the stool into the drainage tube. The cuff leads to the tsz segment, which is designed to minimize dilation of the sphincter during use while providing a channel for fecal matter to pass through drainage tube and into the collection bag. Along the drainage tube are three lumens, each with a separate access port. The green inflation port (¿inf(45ml)/inflate to 45ml¿) is used to inflate/deflate the cuff. The clear irrigation port (¿irrig¿) is used to infuse water at the end of the retention cuff and to provide access for the administration hub plug collection bag piston valve connector hub socket sample port hanger irrigation port inflation port drainage tube funnel additional contents 60 ml water soluble medi-aire® instructions for use tube clamp syringe lubricating jelly biological syringe (10 ml) odor eliminator trans-sphincteric zone" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an attempt to instill sterile water into the rectal tube balloon, there was an alleged pinhole spray of fluid back from the area where the instill port attached to the rectal tube. Reportedly, the rn did not test the balloon prior to insertion in the patient. The tube was removed from the patient's rectum, when the leak was noted.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during an attempt to instill sterile water into the rectal tube balloon, there was an alleged pinhole spray of fluid back from the area where the instill port attached to the rectal tube. Reportedly, the rn did not test the balloon prior to insertion in the patient. The tube was removed from the patient's rectum, when the leak was noted.